Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurements. Previously, the shock impedance values had been stable in the 60-80 ohm range. Boston scientific technical services recommended bringing the patient in for further evaluation. The patient was seen for follow up where it was determined that the patient would be continued to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient was seen for a lead revision procedure as a lead fracture was suspected. An attempt to remove the lead was unsuccessful. The lead was surgically abandoned. There were no adverse patient effects reported.